Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support regarding the fill estimate, therefore no additional information could be obtained. Customer's blood glucose (bg) level was 502 mg/dl; cause was unknown. A correction bolus via the pump was administered to address bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer reverted to manual injections for insulin therapy.